Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Notified by (B)(6), we received this kit - ex5vbb # 145 today. It had a broken instrument in it ¿ 2997-04-200 - sagital bender ¿ with a broken tip. Lk # 3347954 on 4/20/2017 was shipped to rep ¿ (B)(6).

Manufacturer narrative:
Visual examination of the top jaw to the mouth had broken off. The broken piece was not returned. The bender was subsequently submitted for fracture analysis. Optical imaging of the fractured surface shows that the fracture exhibits rough surface characteristics that extend across the entire surface suggesting the tip underwent a static overload condition. No material defects of other abnormalities were observed in this analysis. A supplemental hardness test was performed and device was within specified guidelines. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the rod bender tip breaking cannot be determined from the sample and the information provided. The results of fracture analysis have determined that a probable root cause is a static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.